Event description:
A technician reported gas odor coming from the laser. During f/u it was learned that the surgeon noticed a smell during procedures, and felt it was related to the presence of the plume which he thought was somehow related to the undercorrections he had encountered, and these undercorrected outcomes had rec'd an enhancement procedure.

Manufacturer narrative:
Field service engineer advised the site laser technician to increase the effluent exhaust flow. During an on-site the service engineer performed periodic preventative maintenance, and completed system verification to specifications. A root cause, for the reported issue, could not be determined. (B)(4).